Event description:
It was reported that the image is black on the monitor and a low ma error and hv problems were noted on the 9800 system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the snubber pcb, tube, hv cables and tank and the backplane. Full filament calibration completed. The system was found to be working as intended and placed back into service.